Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the plunger stayed back and did not return to the neutral position during air removal step. Customer's blood glucose was 125 mg/dl. A cartridge change was performed to resolve the issue.